Event description:
The customer observed a falsely elevated magnesium result for one patient on an architect c16000 analyzer. The following data was provided (customer¿s reference range is 1.6-2.6 mg/dl): sample ID (B)(6) initial result, on (B)(6) 2022, was 8.46, repeat was 1.89 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for falsely elevated magnesium results on an architect c16000, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Service reviewed the module's logs and found that the aero cuv seg, list number 09d32-05, showed evidence of dirtiness and contamination. The customer was instructed to clean it and perform maintenance of the part, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.